Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The following information was reported: medial migrating of the lag screw withing gamma4 intermediate nail.